Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via sems-06676104 that an ar-8835-45 low profile screw head of the ankle box broke off. This occurred during a procedure the device broke off inside the patient's fibula.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
On 10/16/2024 additional information was provided by an arthrex subsidiary employee via email who stated that the procedure done was a fibula fracture. The device broke during surgery. Photo is attached. There was an arthrex rep present during the procedure. The patients bone quality was normal. No instruments were used to prepare the bone cavity. A broken part of the screw was not removed from the patient's bone. There were no delays and no need for additional anesthesia.

Manufacturer narrative:
Additional information. The complaint allegation was confirmed based on the customer's attached picture ( 251765 picture.png) which displays the broken screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically improper bone preparation. Direction for use. Dfu-0125 arthrex low profile screws. Section e. Warnings. 4. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. Section g. Precautions. 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 2. Use the appropriately sized drill bit for the screw.